Event description:
The clinic reported that a laser vision correction patient presented with stage I diffuse lamellar keratitis (dlk) in both the eyes one day post treatment. It was stated that diffuse inferior white grainy infiltrates were observed in both the eyes and epithelial erosion was seen in the left eye. The topical steroid dosage was increased. The patient complained about swelling and discomfort in both the eyes. In addition, the patient stated that he was unable to open the eyes, after waking up in the middle of the night after surgery. Additional information was received on (B)(6) 2014 stating that the right eye was clear, and the left eye had epithelial haze but no dlk. The dlk had resolved between the (B)(6), 2013. It was stated that a flap lift and rinse was performed in the left eye on (B)(6), 2014. In addition, there was a loss of 2 lines of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of this report - (B)(6) 2013. Placeholder.